Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with phrenic nerve stimulation. The device was found to be in backup vvi via remote transmission. The device was reprogrammed. Besides phrenic nerve stimulation, the patient was unharmed. The patient was discharged.